Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrence incontinence because the aus was not functioning properly. A surgical procedure was performed during which the physician suspected a leak in the device. The existing device was explanted and replaced with a new aus. There were no further patient complications.